Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received several error alarms on the insulin pump. Customer also stated that the insulin is not being pushed in. Customer's blood glucose reading at the time of the call was 317 mg/dl and has treated with a manual injection. No further information reported.